Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was cracked. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: during investigation, the display lens was cracked. The pump powered on to a blank display with auditory and vibratory alarms. The keypad buttons were unable to be tested due to the blank display. The display was blank due to the crack. A test display was installed and functioned properly. Unrelated to the original complaint, the audio bolus button was torn/punctured. Additionally, the battery compartment was cracked above the grip pad.